Event description:
A customer reported that they switched off the device before discharging. After powering back on, a "malfunction- service required" message displayed. It was reported that the device was in clinical use, however there was no reported adverse event to the patient or user.